Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failed and would not open. The customer stated that they tried to reboot but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that mini drawers 1.1 through 1.18 had failed. In the hardware test application, any mini drawer that was popped open did not re-engage when closed. The field service engineer (fse) replaced the mini controller and reconfigured the pockets. An acceptance test was then run successfully. Following this, the customer inventoried medications into the sub-pockets of drawer 1 without issue. The system functioned as intended after field service engineer repaired the device.